Event description:
It was reported that the patient presented to the hospital experiencing lightheadedness and shortness of breath. The ventricular lead exhibited high impedance and an x-ray revealed that the lead was fractured near the clavicle. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.